Event description:
It was reported that the patient had been experiencing "thumping or throbbing." After discussing this with the doctor, the patient stated that adjustments were made to the device settings. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-58 implantable tachy lead, (B)(6) 2007; 4574-45 implantable pacing lead (B)(6) 2007; 4194-88 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
The device remains in use.